Manufacturer narrative:
Taper ii. The product associated with this report will not be returned. Based upon the date span of the study provided by the rptr, the connector type is assumed to be a taper ii. Band slippage and reflux are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of band slippage and reflux as follows: "band slippage and/or pouch dilatation can occur". "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation". "Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal".

Event description:
Doctor reported event of "band slippage" and "gastroesophageal reflux" from journal article: "safety and short-term outcomes of laparoscopic sleeve gastrectomy as a revisional approach for failed laparoscopic adjustable gastric banding in the treatment of morbid obesity", obes surg (2009) 19, 1612-1616, doi 10.1007/s11695-009-9941-4.